Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing was noted on the right ventricular (rv) near and far field electrograms. Electromagnetic interference (emi) with the implantable cardioverter defibrillator (ICD) was determined to be the cause. Follow up with the company representative indicated that no intervention was done relating to the emi; however, the device was subsequently upgraded that same day. No patient complications have been reported as a result of this event.